Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a0401 ¿ break. Patient problem code: f27 ¿ no patient involvement.

Event description:
Additional comment: after reviewing the photos provided by the customer, the connector is observed to be broken. Material #: 515070 batch #: 2305501 it was reported by the customer that phaseal injector broke while inserting it into the phaseal connector and then became stuck. Verbatim: good afternoon. Today, we had a safety event reported for bd item # 515070 (bd phaseal optima connector). Let¿s identify this as bd 251, as a reference number. The connector has been discarded. Based on the information provided below, could you start a product quality report? Bd 251: reported date: (B)(6) 2023; event date: (B)(6) 2023; item number: 515070; lot number: 2305501; item retained in defect depot?: no; picture: yes, attached; patient harm: none; area: (B)(6) center. Event details: ¿phaseal injector broke while inserting it into the phaseal connector and then became stuck.¿

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: both photos along with the physical sample were provided to our quality team for investigation. Through visual inspection, one of the connector pins was broken off, verifying the reported incident. A device history review was performed for lot 2305501, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including engaging and disengaging the connector with mating components. Testing results were reviewed for the reported lot and no issues related to the reported failure were identified. Three retained samples of the same lot were used for additional evaluation. The products were inspected, no damage or defects were observed, and no connector arms broke after attaching and detaching the connectors with a sample injector, repeating the process up to three times. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Additional comment: after reviewing the photos provided by the customer, the connector is observed to be broken. Material #: 515070 batch #: 2305501. It was reported by the customer that phaseal injector broke while inserting it into the phaseal connector and then became stuck. Verbatim: good afternoon. Today, we had a safety event reported for bd item # 515070 (bd phaseal optima connector). Let¿s identify this as bd 251, as a reference number. The connector has been discarded. Based on the information provided below, could you start a product quality report? Bd 251: reported date: 10/19/2023; event date: 10/19/2023; item number: 515070; lot number: 2305501; item retained in defect depot?: no; picture: yes, attached; patient harm: none; area: ambulatory treatment center (woodlands). Event details: ¿phaseal injector broke while inserting it into the phaseal connector and then became stuck.¿